Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe5882 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of devices which frayed during use on the animal in this procedure? One pack has been kept for testing that frayed.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. When the suture was used during the procedure, it was fraying.